Event description:
It was reported to philips healthcare that although the heartstart mrx passes all opcheck testing, the device will not provide etco2 reading. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.